Manufacturer narrative:
After further review of the reported complaint, there was no patient harm, adverse event, or medical intervention required as a result of the device having a missing component. Therefore, angiodynamics has reassessed the regulatory reporting of this event based on reportability criteria and concluded that this event does not meet reporting requirements. Please disregard the initial report that was inadvertently sent and accept this as a final close out report of this event not meeting regulatory reporting. Reference (B)(4).

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical safety manager reported an event for auryon atherectomy catheter 1.5mm - hydrophilic coated: type a dissection in mid ata during procedure. Fixed with pta. The procedure was completed with the current catheter.